Manufacturer narrative:
MFR report number 0002023141-2020-02252 , section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 61872719 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required. The following sections have been updated: g6: checked "follow-up."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified fracture at two positions ¿ collar and bottom. Additionally, there was bone residue around the external threads (damaged possibly during removal) due to usage. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was high bone density ¿ type I. The reported device had been placed on tooth #30 (universal) for approximately 9 years. X-ray /picture images were not provided. Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review was completed for the subject lot number (61872719). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (61872719) and no other complaints about nonconforming products were identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that implant fractured at tooth site 30, there is no report that the patient will return. No injury to patient other than implant being removed. No permanent impairment.